Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the stent was not in the outer body. No anomalies were observed on the stent. The stent delivery system outer body was noted to be compressed on its distal shaft at 9-cm from its distal end. The strain relief was removed and the outer body was examined. It was noted to be stretched. The outer body proximal shaft was ¿accordion wrinkled¿ at 5.0 cm distal to the strain relief. The inner body was found to be inside the outer body, with the inner body bumper protruding through the outer body distal end. The inner body was noted to be bent on its proximal shaft. Functional analysis noted a large amount of friction when moving the inner body in the outer body. No further functional examination was performed as the stent was returned outside of the outer body. The observed anomalies are likely due to tortuosity of the patient¿s anatomy. Review and analysis of the available information fails to indicate a definitive cause of the reported event.

Event description:
It was reported that the physician advanced the stent to the left middle cerebral artery m1 segment lesion. The physician was unable to deploy the stent despite several attempts to retract the outer body. The physician withdrew the stent delivery system and the stent prematurely deployed outside the patient. The physician successfully completed the procedure with another stent.

Event description:
It was reported that the physician advanced the stent to the left middle cerebral artery m1 segment lesion. The physician was unable to deploy the stent despite several attempts to retract the outer body. The physician withdrew the stent delivery system and the stent prematurely deployed outside the patient. The physician successfully completed the procedure with another stent.

Manufacturer narrative:
Subject device has not been returned for evaluation.